Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the customer was getting random air/fluid detect errors. The cause of the discordant sodium results was a leak in the integrated multi-sensor technology (imt) sensor. Siemens instructed the customer to replace the imt sensor and run qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on a dimension exl with lm instrument for two patients. The initial results were not reported to the physicians. The samples were retested and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.